Event description:
Customer reported that a patient developed an infection after removal of drain following abdominoplasty. Customer opines the device is the source of the infection. Antibiotics were prescribed and an incision and drainage was performed.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.